Manufacturer narrative:
The device was not returned for analysis. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as the data returned for evaluation. The manufacturing process for this device was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the device functions to be as specified. The returned device data have been analyzed. Since (B)(6) 2022 the data documented a complete loss of signal, confirming the clinical observation. The root cause for this observation could not be determined. However, it cannot be excluded that the reported cardioversion procedure may have contributed to the clinical observation. Should the device itself become available, this investigation will be updated.

Event description:
This device was explanted due to total loss of sensing resulting in noise following a cardioversion that took place on (B)(6) 2022. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated and all production steps were performed accordingly. In particular, the final acceptance test proved the device functions to be as specified. The memory content of the device was inspected. The device data documented a loss of signal after april 29, 2022. In a next step the device was opened to inspect the inner assembly and to check the functionality of the electronic module. During the analysis, it was revealed that the electronic module was damaged. The damage symptoms clearly indicate a temporary high current, probably precipitated by the reported cardioversion. In general, the device is protected against the high voltage discharge during an external cardioversion but depending on the position of the external cardioversion electrodes and individual patient circumstances a damage of the electronic module cannot be excluded. In conclusion, the analysis of the inner assembly of the device revealed that the electronic module was damaged due to a temporary high current, which was probably precipitated by the external cardioversion. There was no indication of a material or manufacturing problem.